Manufacturer narrative:
Date of event: (B)(6). Date of report: 28aug2019. The customer reseated the power management printed circuit board assembly and the issue was addressed. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Other text: customer resolved.

Event description:
It was reported that the ventilator generated a backup alarm failed at the power on self-test error code. No patient involvement.